Event description:
It was reported to vyaire medical that a bellavista1000 us ventilator had multiple alarms: tf 545-stepinsp valve out of range, 316-blower failure, 300-device in failsafe, tf 400, and tf 401-insp. Valve leaking happened prior use. The alarms went off during setup. Furthermore, there was no patient associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Concomitant medical products: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical. Even though failure not reproducible in fa lab, logs shows that intermittently self test got failed due to defective inspiration valve. As a resolution, vyaire tech support advised replacement of inspiration block.